Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose on (B)(6) 2015. The customer stated that was giving a sermon and felt hot, was sweating and then felt cold and then he passed out. Customer was given orange juice and a mint. Customer stated that his blood glucose level was 70 mg/dl when waking up but it probably had dropped to 50 mg/dl. Customer declined troubleshooting for low blood glucose.